Event description:
It was reported the actual residual volume was less than the expected residual volume. Since (B)(6) 2013, the hcp had noticed a volume discrepancy, erv 2.7ml and arv 0.7ml, (B)(6) 2013 erv 3.1ml and arv 2.1ml, (B)(6) 2013 erv 4.3ml and arv 3ml. Per the hcp the refills on (B)(6) were off this amount also. The hcp stated (B)(6) 2013 she did a refill with erv 2.7ml and arv 13ml. One week ago the patient had knee surgery and had some increased back pain but the hcp thought it was not related to the pump at that time, now they are thinking differently due to under infusion. No diagnostic studies had been done and there were no active alarms reported. Per the hcp prior to the (B)(6) 2013 she had not noticed any volume discrepancy at refills. The pump was used to deliver sufentanil and bupivacaine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8711, lot# n162552021, implanted: 2008-(B)(6), product type catheter. (B)(4).